Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that sensor was pulled out of his arm due to bumping into a wall, and sensor stopped working. Customer also reported a past event of low blood glucose. Customer reported of having blood glucose of 204 mg/dl and treated with insulin but did not eat right away and blood glucose quickly dropped to 41 mg/dl. Customer treated with soda. Customer called paramedics, who treated customer. Customer did not go to the hospital.